Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. During the revision, the physician decided to replace the ipg as the ipg was implanted too deeply and the physician wasn't comfortable using a depleted implant. The patient is doing well following the revision.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual tests performed. The ipg exhibited normal device characteristics.

Event description:
A report was received that the patient underwent a pocket revision due to difficulty charging. During the revision the physician decided to replace the ipg as the ipg was implanted too deeply and the physician wasn't comfortable using a depleted implant. The patient is doing well following the revision.